Event description:
Per the clinic, the patient experienced non auditory pain/sensation with and without device use. It was also reported that the patient was prescribed efferalgan (dosage and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 7, 2014.